Event description:
It was reported that pump screen stayed dark and would not turn on unless pump was connected to a power source, so customer was unable to access pump features when pump was unplugged. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.